Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the device had an intermittent operation. During service/repair, it was further determined that there was an unknown substance on the ecu (electronic control unit). The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was determined that the device had an intermittent operation. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.